Event description:
It was reported that the implantable neurostimulator (ins) had moved from the patient's back to his buttocks, causing great pain as well as uncertainty. The patient wanted the device removed before it caused a major problem. It was stated that it did not work anyway. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).